Event description:
Same case as MDR ID: 2134265-2015-01336. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After a guide catheter was engaged and a guide wire was crossed to the atrioventricular (av) groove of rca, pre-dilatation was performed. A 3.0x32mm promus premier¿ stent was deployed and intravascular ultrasound (ivus) was performed and revealed proximal portion of the 3.0x32mm promus premier¿ stent was not well apposed. Subsequently, a 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilation and was initially inflated at 18 atmospheres. However, on the second inflation at 18atmospheres, the balloon ruptured. The device was then completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient 's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation and wire lumens. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 8mm in length at the proximal balloon weld. The inner shaft was twisted in the same location as the outer shaft damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01336. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery (rca). After a guide catheter was engaged and a guide wire was crossed to the atrioventricular (av) groove of rca, pre-dilatation was performed. A 3.0x32mm promus premier¿ stent was deployed and intravascular ultrasound (ivus) was performed and revealed proximal portion of the 3.0x32mm promus premier¿ stent was not well apposed. Subsequently, a 8mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilation and was initially inflated at 18 atmospheres. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was then completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient 's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).